Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing impedance measurements greater than 2,000 ohms. A lead fracture was confirmed via x-ray. Subsequently, lv pacing was programmed off and a revision procedure was planned. As a result of the fracture, bi-ventricular pacing had not been available to the patient. To date, no adverse patient effects were reported as a result of this clinical observation.